Event description:
It was reported that the patient experienced a pericardial effusion. During a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter the patient experienced a pericardial effusion. The transseptal puncture was performed with nothing appearing out of the ordinary, and pulmonary vein isolation continued afterwards with the farawave catheter. Upon moving the intracardiac echocardiography (ice) catheter to view another heart structure a small pericardial effusion was observed that was not noted prior, located more on the right side of the heart. The farawave catheter was in the left atrium (la) at the time the effusion was located. The patient's vitals were stable. Pericardiocentesis was performed and the procedure was cancelled before performing the planned posterior wall ablation. The device is not expected to be returned for analysis due to disposal. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).